Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) experienced high thresholds and unexpected longevity. The device was at end of service (eos) and a new leadless implantable pulse generator (ipg) was implanted. No patient complications have been reported as a result of this event.